Event description:
The customer states that the unit has a cracked case with a damaged power cord. Upon triage on 505/05/2015 a service tech noted that there were exposed wires.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). One scd express compression system was returned for investigation for the reported condition of; the customer states that the unit has a cracked case with a damaged power cord. Upon triage on (B)(6) 2015 the service tech found the cord had exposed wire. Initial inspection of the power cord showed it failed to meet operational specifications because it was externally damaged with external signs of arcing which presented an electrical shock hazard, confirming the reported condition. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. The scd express was manufactured in 2010. The device history record was reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. A review of the service history records indicates there are no other service histories recorded for this system. This information will be utilized for trending purposes to determine the need for corrective action.